Event description:
The customer's mother reported via phone call that the insulin pump had cracks on it. The customer's blood glucose value was 270 mg/dl. Customer reported damage to the insulin pump. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.